Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was to be implanted in the bile duct to treat a bile duct stenosis during an endoscopic bile duct stent placement procedure performed on (B)(6) 2024. During the procedure, the device was difficult to advanced through the scope, causing the guide catheter to come out and the stent was dislogdged into the endoscope. The stent was removed using forceps. Another flexima biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the barb flap cover was not used to insert the device through the biopsy cap. However, the flexima biliary stent with delivery system instructions for use (IFU) states, "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion." The physician did not follow the steps cited in the IFU. It was reported that the guidewire was inside the patient during the attempted deployment. However, the flexima biliary stent with delivery system instructions for use (IFU) states, "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Blocks b5 and h6 (device code) were corrected based on the additional information received on july 11, 2024. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: additional information was received from the complainant on (B)(6) 2024, confirming that the guide catheter was not detached, but was moved unintentionally toward the proximal during advancing to the scope which caused the stent to be released in the scope. Due to the additional information received, the event is no longer considered reportable.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was to be implanted in the bile duct to treat a bile duct stenosis during an endoscopic bile duct stent placement procedure performed on (B)(6) 2024. During the procedure, the device was difficult to advanced through the scope, causing the guide catheter moved unintentionally toward the proximal during advancing to the scope, which caused the stent to be released into the endoscope. The stent was removed using forceps. Another flexima biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the barb flap cover was not used to insert the device through the biopsy cap. However, the flexima biliary stent with delivery system instructions for use (IFU) states, "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion." The physician did not follow the steps cited in the IFU. It was reported that the guidewire was inside the patient during the attempted deployment. However, the flexima biliary stent with delivery system instructions for use (IFU) states, "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.